Manufacturer narrative:
Concomitant medical product: product ID: 3389s-40, lot# va1hx07, implanted: (B)(6) 2018, explanted: (B)(6) 2018, product type: lead. Information references the main component of the system. Other relevant device(s) are: product ID: 3389s-40, serial/lot #: (B)(6), ubd:(B)(6)2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a device manufacturer representative regarding a patient with an implantable neurostimulator (ins). It was reported that the lead was not working. It was noted during a procedure the impedance were high during testing. The lead was replaced and the problem was solved. Diagnostics/troubleshooting performed included using a clinician programmer to check impedances which came back high. Interventions/actions taken to resolve the issue included replacing the lead. The issue was resolved at the time of the report. No patient symptoms were reported. The patient status at the time of the report was 'alive - no injury.' No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID 3389s-40 lot# va1hx07 (B)(6) implanted: (B)(6)2018 explanted: (B)(6)2018 product type lead product ID neu_stylet_acc (B)(6) product type accessor.y analysis results were not available at the time of this report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep stating it was confirmed the lead was either shipped damaged or damaged during the procedure.